Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018 the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: a review of the pump black box data indicated evidence of short battery life illustrated with several drastic voltage drops leading to cs128/cs177 alarms/warnings. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump, and a power loss was not observed. During testing, the ez-prime steps were performed correctly. Current draws measured within specifications. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that when the pump case was removed, a cold solder connection on transceiver board was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.